Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: PMA/510(k): k130520. The actual sample was discarded by the involved facility. No anomaly was found in the manufacturing history record and the shipping inspection record. No other similar case was reported in the past. The following information was obtained from the pump record. Pao2 increased after the start of cooling, but after the start of rewarming, pao2 decreased. At the start of rewarming, fio2 was not 100%. In addition, after the start of rewarming, v/q ratio was not 1. Since the actual sample could not be confirmed, it was not possible to determine the cause of the decreased pao2. Relevant instructions for use (IFU) reference: "measure blood gases and make necessary adjustments as follows. A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow." "Upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increasing in patient's metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that at 12:33, one and a half hours after the pump was turned on, it was confirmed that the po2 had decreased; however, as the cooling started, the po2 returned to nearly 300. After that, during rewarming, the po2 value decreased, therefore the fio2 was increased to 100%. However, the po2 decreased down to 126. After 16:27, the po2 value recovered as respiratory management was performed. Sao2 was 98-100 and svo2 around 70, in addition, since it was almost time for the patient to be weaned off the pump, the operation was continued without replacing the oxygenator and completed successfully. Increasing pressure or leakage was not observed. There was no patient injury or medical/surgical intervention required. The final patient impact was not harmed.